Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. A new cartridge was loaded to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl; cause was unknown. Customer stopped insulin deliveries and consumed a soda to address bg; current bg was 138 mg/dl.